Event description:
It was reported that during a follow up in clinic, far-field p-wave oversensing, inadequate capture, r-wave amplitude variation, and high defibrillation impedance were noted on the right ventricular (rv) lead suspected to be due to dislodgement of the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.